Event description:
It was reported that the balloons did not maintain inflation at the inflation test. Follow up with customer indicated that only one of the two catheters will be returned for evaluation.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The balloon does deflate slowly after inflation. Examination found the inflation lumen to be leaking from a crack in the tip of the catheter, that enters the inflation lumen. Appears to be a tip forming type defect.